Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 35 mg/dl. The customer was admitted to the hospital. Customer was in the emergency room for 5 hours and went to doctors, got 2 glycogen shots as backup plan. The customer was advised to monitor the insulin pump and call back if issues persist. The customer also reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated, they don have a backup plan available. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received to perform high pressure test. The customer was assisted with programming basal rates.